Manufacturer narrative:
(B)(4). The lot was manufactured from march 12, 2015 to march 13, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The device was filled with 4400 mg of fluorouracil in 0.9% sodium chloride. Four days after connection, it was discovered that the device underinfused and was still full. The product flowed when disconnected from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.